Event description:
It was reported that the physician implanted a 20 mm gore helex septal occluder to close an atrial septal defect. The defect was not balloon sized. The following day the occluder had embolized to the descending aorta. In a transcatheter procedure the physician removed the embolized device and the pt was doing well following the procedure.

Manufacturer narrative:
The review of the mfg records verified that this lot met all pre-release specs.